Event description:
The customer contact reported breakage of the option-lok male adapter. The option-lok male adapter was connected to an unspecified female adapter of an unspecified port of the pt's peripherally inserted central catheter (PICC) and was being used to deliver heparin 25,000 units in 500ml d5w, at a rate of 37.4ml/hr, via a plum pump. At 1801, it was reported that the delivery was started. After an unspecified length of time, the customer contact reported that the pump alarmed for distal occlusion. It was reported that the nurse attempted to remove the tubing set to flush the line. No specific details were provided. At this time, it was reported that the distal tip of the option-lock male adapter broke off and a piece remained lodged inside the female port of the PICC line. The customer contact reported that tubing end kept the port valve open and was covered with an alcohol clave. No specific details were provided. After an unspecified length of time, the tubing set was replaced, was connected to the second part of the PICC line, and the therapy was resumed. It was reported that more than 12 hours later, the PICC line was removed. At an unspecified time, the customer contact reported that the pt underwent a surgical procedure for the replacement of the PICC line. No specific details were provided. There was no reported delay of therapy critical to this pt. No additional information was provided.

Manufacturer narrative:
One used partial device was received and evaluated. Testing found that the distal tip of the option-lok male adapter was broken off inside the PICC line. Drag marks were noted on the tip of the option-lok male adapter indicating the use of force. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.